Event description:
A hospital reported to our distributor that a yellow and brown color was discovered in the interior of both the inspiratory and expiratory limb of the rt110 adult breathing circuit. It was also reported that the rt110 adult breathing circuit was replaced and no further problem occurred. No patient consequence was reported. It was reported that staff at the hospital was manually ventilating the patient. The report did not specify if manual ventilation occurred before, during or after replacement of the rt110 adult breathing circuit. Albuteral was administered through the metered dose inhaler. The medication was believed to be delivered directly through the rt110 breathing circuit.

Manufacturer narrative:
The complaint device is en route to the manufacturer. More information will be supplied after the device arrives and an investigation has been carried out.